Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged sinus issues, nose bleeds, eyes irritated, irritated skin,headaches and nasal/throat irritation or soreness.there is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing.a follow-up report will be submitted when the manufacturer's investigation is complete.